Event description:
Hamilton medical ag received the following incident description: display briefly inlluminates after boot up, then looses all brightness

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: display briefly inlluminates after boot up, then looses all brightness